Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. The product was returned to depuy synthes for evaluation. Visual inspection revealed an unknown substance on the retrieving mechanism of the quickset flex dr sft qck cple. Additionally, device exhibits signs of usage. Condition observed may had been traced to improper cleaning or maintenance of the device. IFU-0902-00-721 states the following precautions: 1) "use a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard to reach areas. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. If the instrument is cannulated, insert a soft nylon brush, or pipe cleaner, to remove debris from cannula. Rinse the instrument thoroughly with warm tap water. Rinse all lumens, internal areas, sliding mechanisms, and hinged joints, actuating sliding mechanisms and hinged joints while rinsing."; and 2) "lubricate moving parts with a watersoluble lubricant, if applicable. Inspect all instruments prior to sterilization or storage to ensure instruments are suitable for use". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. ¿the event date¿ and¿ alert date are the date that the inspection took place. ¿¿there is¿ no surgeon, procedure, or patient details available.¿¿no further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary ==> according to the information received, "the product damage documented in this pc has been identified during loan kit inspection." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿1.jpg and 2.jpg.¿ the photo investigation revealed that '227452000, quickset flex dr sft qck cple had worn in the body. Review of provided photo shows the device however without having actual device for evaluation reported condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the quickset flex dr sft qck cple would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added : d4 lot, d9, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.